Manufacturer narrative:
The device was inspected by the manufacturer and was found conform to specification. The bed exti system was tested on site with nursing staff and was functioning as expected. There were no malfunction on the device.

Event description:
Manufacturer was informed of a patient fall after she exited a medical bed. The patient was not injured as a result of the fall.